Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cutting wire was broken, the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. Olympus was unable to determine the cause from the information obtained as the result was insufficient to identify the cause of the problem. The cause was linked to the device but unable to trace more specifically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the single use 3-lumen sphincterotome v the wire broke during the second application of electricity. The reported malfunction occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.